Manufacturer narrative:
Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708160, serial# (B)(4), product type extension.

Event description:
It was reported that high impedances were detected during the final impedance test prior to closing. It was noted that several electrodes on the 0 to 7 side of the lead and extension showed impedance values of greater than 40,000 ohms. It was noted that the extension was disconnected and reconnected from the implantable neurostimulator (ins), but the same results occurred. It was noted that the 'leads were switched in the extensions' and the impedance values were greater than 40,000 ohms on both the leads and extensions. It was noted that the leads were disconnected from the extensions and were tested in the multi-lead trialing cable (mltc), but only electrodes 7 and 15 showed impedances greater than 40,000 ohms. It was noted that the leads were reconnected to the extensions and tested in the ins. It was noted that 'various electrodes on 0 to 7 and 8 to 15 showed impedances greater than 40,000 ohms.' It was noted that a new extension was opened, connected to the 0 to 7 side of the lead and tested in the ins. It was noted that all the impedances were within the normal range. It was noted that a second new extension was opened and connected to the 8 to 15 side of the lead and tested in the ins. It was noted that only electrode 8 was greater than 40,000 ohms. It was noted that this electrode 'was not used for programming.' It was noted that this was the final impedance test performed prior to closing. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 3708160, serial# (B)(4), product type extension; product ID 3708160, serial# (B)(4), product type extension. (B)(4). Analysis of the extension serial # (B)(4), found no significant anomaly. It was noted that the distal end setscrew was missing. It was noted that continuity was acceptable on all circuits and no shorts were found. Analysis of the extension serial # (B)(4), found no significant anomaly. It was noted that the distal end setscrew was missing. It was noted that continuity was acceptable on all circuits and no shorts were found.